Manufacturer narrative:
Concomitant medical devices: dtmb1d1 crt-d, implanted: (B)(6) 2017; 694758, lead, implanted: (B)(6) 2009. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) exhibited premature battery depletion due to high left ventricular (lv) lead outputs. The device was explanted and replaced. The lv lead remains in use. No patient complications have been reported as a result of this event.